Event description:
Customer reported that the insulin pump returned a button error alarm during bolus. Customer reported that the insulin pump was exposed to moisture from a shower she took. Customer also reported that the insulin pump was cracked. Blood glucose level was 289 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.